Manufacturer narrative:
The thermogard xp ivtm system (B)(4) was not returned to zoll for evaluation. The reported event was confirmed based on the evaluation of the thermogard system performed by biomed technician at the customer's site. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. The console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console (B)(4).

Event description:
As reported, the thermogard xp ivtm system (B)(4) displayed mid:09 (air trap assembly) error message. The air trap sensor block was cleaned by biomed. Following that the system performed well without any fault or error. No patient involvement.